Event description:
The customer reported there was a start up problem. The field engineer noted the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and the customer ran the check disk function and restored the operating software. The system operates as intended.